Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while inserting the device in the abdominal wall during a laparoscopic removal of an ovarian cyst, three tiny particles of the trocar detached from the tip and fell in the abdomen of the patient. Two of them were recovered, the other one was not clear whether it was still in the abdomen or lost in the trocar sleeve. The small part of the plastic of the trocar was not found. The device was replaced immediately to complete the case.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: that the distal end of the trocar was gouged. The envelop seal and circular seal appeared intact. A functional evaluation found that the device passed an air leak test. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the reported condition may occur with improper handling during the clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.